Manufacturer narrative:
Summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1685491). The unused proglider file 25mm which was returned was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a proglider 3file sterile 25mm file broke during use. The broken part was not retrieved and was incorporated into the filling. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.